Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the pump was also ¿freezing during bolus delivery¿. In addition, pump battery was depleting quickly. There was no reported impact to customer's blood glucose level. The customer declined a follow up from tandem technical support and no further information was obtained.